Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 464 mg/dl. Customer experienced thirst as a result of high blood glucose levels. Customer had air bubbles and was able to complete the fill tubing process to resolve the issue. Customer advised their healthcare provider reset the basal settings.